Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the intercom has failed. A philips field service engineer (fse) confirmed that the operator could not hear the patient via the intercom. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the intercom had failed. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) arrived at the customer site and evaluated the CT system. The fse determined that the operator could not hear sounds in the CT scanning room and determined that the breathing light assembly, which contains a microphone, had failed. The breathing light assembly was replaced to correct and resolve the issue. The fse confirmed that the failed breathing light assembly was no longer available to be shipped to cleveland for analysis. The system is operational and in clinical use. This event has been determined not to be a reportable event.